Event description:
My dexcom g7 sensor said I was 378 and rapidly rising, and thus my insulin pump was giving me insulin to correct. I tested my blood glucose because I did not feel symptomatic, and my blood glucose was 176. I'm lucky I caught it before I went dangerously low due to insulin being auto-administered to me based off inaccuracy from dexcom.